Manufacturer narrative:
Model number: 72404292, lot number: 132412003, model description: lgx 15cm snap fit rt.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump needed to be replaced due to unspecified reasons. The first pump that was attempted to be implanted was not able to be used because the tubing was too short and could not be connected to the cylinders. The ipp cylinders and pump were then replaced with a pair of preconnected cylinders and pump. It was reported that the pump was replaced due to a "tubing crack near cylinder between pump." The device stopped working two weeks prior to surgery. The patient was doing well following the surgery.

Manufacturer narrative:
H2, h3, h6, h10 updated. Product investigation completed. The ams 700 momentary squeeze (ms) pump was visually inspected. A leak was identified in the kink resistant tubing at the window quick connector due to fatigue. The pump was unable to be functionally tested due to this leak as well as contamination identified inside the pump; however, the reported events were confirmed. The product analysis results, and event report provided no objective evidence that would warrant further escalation. D4: model number: 72404292, lot number: 132412003, model description: lgx 15cm snap fit rt.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump needed to be replaced due to unspecified reasons. The first pump that was attempted to be implanted was not able to be used because the tubing was too short and could not be connected to the cylinders. The ipp cylinders and pump were then replaced with a pair of preconnected cylinders and pump. It was reported that the pump was replaced due to a "tubing crack near cylinder between pump." The device stopped working two weeks prior to surgery. The patient was doing well following the surgery.